Event description:
The pt had a mild lesion on the distal left anterior descending vessel. The physician tried to pre-dilate the lesion with a 2.0x15mm worldpass balloon. After dilatation the product did not draw out smoothly. In addition, the physician mentioned that the balloon had failure on the distal shaft.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional info will be submitted upon 30 days of receipt. Please note: this device is distributed outside the us; however, it is similar to the ptca balloon catheters distributed in us.